Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the bio-composite screw had broken off at the fourth thread prior to receipt for investigation. Complainant's event is most likely caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. Per product directions for use (dfu-0111), it is important to completely seat the screwdriver to prevent potential screw fracture during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee surgery the screw was broken off. The broken part was not retrieved from the patient and remains in the bone. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 31, oct, 2018: the broken fragment is tibially fixed in the bone and can not move. No x-ray is available. The broken part remains in the bone, no further measures were taken.